Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet with a compatible cgm, including an episode with cgm readings declining to 50 mg/dl and a documented nadir of 41 mg/dl, after which the user fell without injury and was treated with oral glucose; the user¿s caregiver subsequently discontinued the system and reverted to prior insulin therapy. Symptoms included hypoglycemia with weakness and functional impairment consistent with low blood glucose. Outcomes included on-site recovery after oral carbohydrate administration without ems transport or hospitalization, cessation of ilet use, and user fear of insulin therapy. Investigation included review of user-reported use patterns, education on meal announcements and bedtime snacks, and review of cgm alert settings and algorithm function. Investigation of this case revealed inconsistent meal announcement timing, unannounced bedtime snacks while elevated, user preference for an alternate cgm, and inability to confirm cgm alert behavior. It was concluded that the cause of hypoglycemia was unclear given mixed user behaviors and unverified sensor alerts; additional training was offered and education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.